Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The result of the evaluation was that the motor brush holders were tight causing the wheelchair to jerk, which confirmed the original complaint issue. However, there was no visual evidence of a grease leak, so the complaint of the gearbox leaking could not be confirmed. Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left gearbox is leaking grease and the chair was very jerky. The device was returned to the manufacturer for evaluation. The result of the evaluation was that the motor brush holders were tight causing the wheelchair to jerk, which confirmed the original complaint issue. However, there was no visual evidence of a grease leak, so the complaint of the gearbox leaking could not be confirmed.